Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. UDI: (B)(4). Device manufacture date: the device manufacture date was unknown in the initial report. The device manufacture date has been updated as 9/26/2017. Additional narrative: the actual device was returned without an alleged deficiency. During service and repair of the device, it was observed that the broach adapter device did not hold the actis broach securely, and when locked the actis broach was moving in multiple directions and felt loose. The broach did move when it was latched into the adapter, but no defect was found. It was determined that the cause of the movement was due to normal from wear of the adapter over time and did not affect the functionality of the adapter and broach. The assignable root cause was determined to be due to normal use over time. A review of the device history was performed and no non-conformances were detected related to the reported condition. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(4). Device manufacture date: the device manufacture date is unavailable. The actual device has been returned and is currently pending evaluation. Once the evaluation of the device has been completed, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during service and repair pretesting, it was observed that the broach adapter device did not hold the actis broach securely. It was observed that when the device was locked, the actis broach was moving in multiple directions and felt loose. The event was not related to surgery. There was no patient involvement. There were no injuries or medical intervention associated with this event. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.